Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for both of the reported part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege subsequent to surgery, patient developed pain in her hips and faced daily pain. It is also alleged patient tested positive for high metallosis levels. (B)(6). Update - report received from sales rep indicates patient was revised (B)(6) 2012 due to pain.

Manufacturer narrative:
This investigation remains closed, as the corrected information (event description) and the added information (explant date) does not change the outcome.

Event description:
Litigation papers allege subsequent to surgery, patient developed pain in her hips and faced daily pain. It is also alleged patient tested (B)(6) for high metallosis levels.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers allege subsequent to surgery, patient developed pain in her hips and faced daily pain. It is also alleged patient tested positive for high metallosis levels. Update - report received from sales rep indicates patient was revised (B)(6) 2012 due to pain. Update (B)(6) 2017: pfs and medical records received. After review of the medical records for MDR reportability, no labs were provided for the alleged high levels. No revision operative note was provided. The stem is being added to the complaint.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.